Manufacturer narrative:
Date rec'd by MFR: 09aug2019. The mmi (man-machine interface) board was tested, and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26april2019. The service engineer (se) inspected the device. The se replaced the man-machine interface (mmi) board and the ventilator passed all testing.

Event description:
It was reported that the ventilators speaker was not working. No patient involvement. Event date not specified: estimate used.